Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: last basal delivery was on 09/25/15@8:45pm. No delivery interruption is observed in the black box, tdd adds up and reflects the programmed basal rate target. The pump alarmed with a hard ¿cs078-0008¿ alarm upon the first rewind attempt. Investigators were unable to verify steps (13, 17-22, 31) and to adequately investigate reported ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.